Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted, not implanted. During the procedure, the lead could hardly be fixed and tested parameters were not satisfactory. After 3-4 attempts, the physician explanted the lead and observed there was tissue adhered on the lead tip. The lead was re-flushed and re-implanted but it still could not be fixed well. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.